Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind of stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the cysto-nephro videoscope had a detached bending section. There were no reports of patient involvement.